Event description:
It was reported that the device had reached elective replacement indicator (eri) and a possible battery issue was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the similar model is distributed. All information provided is included in this report. Pati ent information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range and elective replacement indicator (eri) was triggered due to high battery impedance recorded on 27-nov-2012. The device memory analysis also indicated that the ramware version 3 was installed on 23 nov 2012. (B)(4). The device was included in that field action. The returned product testing found the device did perform as described in the field action.